Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the endoscope connector on the tower got mangled. The customer stated that this occurred when they were attempting to insert the endoscope. The customer also stated that they swapped out the tower to continue the procedure. The intuitive surgical, inc. (Isi) technical service engineer (tse) requested a picture of the damage. The customer was proceeding with the case. The procedure was converted to another dv system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the endoscope controller due to the physical damage to the connector. The isi fse also replaced rj45 connector to restore live system logs connection. The system was tested and verified as ready for use. Isi received the ec involved with this complaint to perform failure analysis. The ec was analyzed, and the reported failure was replicated. The metal connector of dual camera interface board (dcib) was damage. The complaint was confirmed based on the failure analysis investigation, which indicates that the device may have contributed to the customer reported issue.